Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two dots on the pump touch screen. Reportedly, the display issue did not block any graphics or text. The customer's blood glucose was not impacted.